Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a system explant one lead broke off in the epidural space. Surgical intervention may occur later to address the issue.

Event description:
Additional information received the broken lead was explanted.